Manufacturer narrative:
Weight and ethnicity: information unknown/ not provided. Initial reporter telephone number: (B)(6). Device evaluation: the engineer performed a system check on the laser system and cleaned the optics. No mechanical fault could be found and subsequent tests and laser treatments were successful. Based on the field engineers report a product quality deficiency or product malfunction could not be determined. Manufacturing record evaluation: the manufacturing records for the laser system were reviewed. The product was manufactured and released according to specification.  Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021. During post-operative exam, surgeon found that the cylinder values were almost the same as pre-op and noted that the patient was under corrected. On (B)(6) 2021 a second laser surgery was performed. On (B)(6) 2021 patient came for a follow up exam and doctor reported that the vision in both eyes were fine. No further details have been provided.